Manufacturer narrative:
The filter was not returned, as it remains implanted. This is the first event reported for this lot number. The stepped hook used during the deployment of the filter is not part of the filter delivery system. The stepped hook directly affected the proper formation of the dome of the filter. This was demonstrated to the doctor after the procedure. The second filter was successfully deployed using the proper technique.

Event description:
It was reported that upon deployment in the infrarenal area, using a stepped hook, the dome of the filter did not fully form. The doctor was using a stepped hook during the procedure and it did not allow the dome to expand. The doctor was afraid that the legs would not open so he pulled the filter to the right iliac vein and deployed the filter. The filter formed perfectly. A new filter was placed in the vena cava the next day. The pt is fine.